Event description:
It was reported that while the ventilator was connected to a pt two technical alarms were generated. One indicating disabled valves and the other indicating an error in internal memory. There was no pt harm. (B)(4).

Manufacturer narrative:
Further info about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.